Manufacturer narrative:
(B)(4). Catalog number: igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 17.4 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3225807) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 0 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 17.1 mm. The angle of filter tilt in the ap view was 5.3 degrees. On (B)(6)-2016 12-month follow-up CT (401 days post-procedure): site: grade 3 filter leg interaction with ivc wall.. Analysis: number of filter legs with grade 1: seven. Number of filter legs with grade 2: zero. Number of filter legs with grade 3: four. Organs affected: aorta, duodenum, vertebral body. No hemorrhage, hematoma, or other clinical finding at perforation or puncture site. Patient outcome: on (B)(6)-2016 (420 days post-procedure), the filter was retrieved endovascularly, via the right internal jugular vein, with a moderate amount of difficulty. No device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-fem-celect-pt. Summary of investigational findings: imaging review confirmed the reported grade 3 perforation. These filter legs interacted with the duodenum and aorta. Furthermore, grade 2 perforation and tilt is observed. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. In this case the patient has undergone revision of the lower thoracic and upper lumbar back surgery after filter placement. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature. Filter tilt may happen during placement or during implanting period. Also it is reported that the filter was retrieved endovascularly, via the right internal jugular vein, with a moderate amount of difficulty. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. The root cause for the perforation and tilt cannot be determined based on the review of the imaging. However, the root cause for the retrieval with moderate amount of difficulties are most likely the leftward tilt with the hook of the ivc filter abutting the wall of the ivc. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 17.4 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3225807) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 0 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 17.1 mm. The angle of filter tilt in the ap view was 5.3 degrees. On (B)(6) 2016, 12-month follow-up CT (401 days post-procedure): site: grade 3 filter leg interaction with ivc wall. Analysis: number of filter legs with grade 1: seven. Number of filter legs with grade 2: zero. Number of filter legs with grade 3: four. Organs affected: aorta, duodenum, vertebral body. No hemorrhage, hematoma, or other clinical finding at perforation or puncture site. Patient outcome: on (B)(6) 2016 (420 days post-procedure), the filter was retrieved endovascularly, via the right internal jugular vein, with a moderate amount of difficulty. No device related adverse events have been reported.